Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for elevated mean mitral valve pressure gradient (mpg) and death. Patient ID: (B)(6). It was reported that on (B)(6) 2018, one mitraclip (cds0503 80104u134), was implanted without reported issues, reducing the mitral regurgitation (mr) from severe grade 4+, to moderate grade 2+. The mpg increased from 2mmhg to 4mmhg. On (B)(6) 2018, a follow-up echocardiogram was performed. The mitraclip remained intact without a device issue noted. The mean mitral valve gradient was 7mmhg and there was mild mr. There was no tissue injury due to the device. On (B)(6) 2019, the patient expired. The cause of death was unknown. Per physician, the death is unknown if device related. No additional information was available.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of mitral stenosis and death as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on information reviewed, a conclusive cause for mitral stenosis and death could not be determined. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Age at time of event updated from 80 years to 79 years.